Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report that they did not receive their replacement adc device and had a medical event. Initially, the customer called on 19-may-2022 to report that an error 2 message was received on the reader and due to the error, the device was unable to alarm. A replacement device was ordered however, the customer called back on 22-may-2022 to report that the replacement device was not received. As a result, the customer experienced a loss of consciousness however, no further details were provided. There was no report of death or permanent injury associated with this event.